Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient underwent kyphoplasty surgery due to unknown reason. Intra-op, when the pressure of the balloon was raised to 200 psi, the pressure stopped increasing and it was noticed that the balloon was broken (rupture). No patient complications were reported due to this event.